Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. The pt was prospectively enrolled with 4 cm intramucosal adenocarcinoma. On (B)(6) 2012, the registry was updated to report that at the pt's f/u visit on (B)(6) 2012, the pt complained of mild dysphagia. A surveillance endoscopy revealed mild stenosis which was subsequently dilated. It was reported that no rent was seen post dilation indicating the event was more of a motility issue than an anatomic stenosis. Per the physician, the severity of this event was mild and that it was unlikely related to the device procedure and not related to a device malfunction. It was reported that post dilation, the pt no longer complained of dysphagia and the event was resolved. This event is being reported out of an abundance of caution.

Manufacturer narrative:
This event was re-evaluated on (B)(4) 2012. Although this event suggests our device did not cause or may have caused or contributed to a serious injury, it is being reported out of an abundance of caution. The site has indicated that the sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. (B)(4).